Event description:
No additional information provided.

Manufacturer narrative:
1.complaint description: luer connector damaged. 2.DHR/bhr review: (1) the batch number of the complained product is 3136580, is 22g and product code is 383735, produced on 2023/06, with a total of 38000 pieces in this batch; (2) check the process inspection and delivery inspection report. The test results all meet the product standards and there are no abnormalities; (3) check the production records, there were no nonconformance, deviation or rework activities. 3.the customer returned a defective sample that has been used, as shown in attached photo 1; observing the connector under a microscope, found that the connector was damaged, suspected of being crushed, as shown in attached photos 2-4. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: this product is a straight luer connector, which is assembled in automatic line. According to the damage location and damage condition of the defective sample, it is confirmed that the luer connector was crushed by the grippers at the zone8 s1 station. When a straight luer connector is placed on the fixture at the zone7 station, there is a risk of skewing (see attached photo 5). When the zone8 s1 station grippers clamp the skewed luer connector, there is a risk of crushing the luer connector (see attached photo 6). Corrective action: at the zone7 luer connector discharging station, in october 2023, the plant installed the rollers to re-correct the placed luer connector (see attached photo 7) to reduce the risk of the luer connector being skewed. In summary, the reason for the damage to the luer connector of this product is that when the straight luer connector was placed on the fixture at the zone7 station, it was placed skewed, causing it to be crushed by the grippers when clamped at the zone8 s1 station; in view of this problem, the plant installed additional rollers in october 2023 to re-correct the placed luer connector to reduce the risk of the luer connector being skewed. The factory will continue to pay attention to and monitor the trend of defect complaints.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus bl 22ga x 1.00in prn non-pvc leaked the following information was provided by the initial reporter; the head nurse reported that the spiral part of the luer interface was uneven and had gaps, which caused leakage of contrast agent, problems found during high-pressure injection of contrast agent, and the high price of contrast agent. Green claims are required, a complaint response letter is required, a complaint acceptance letter is required, and samples can be returned.